Manufacturer narrative:
(B)(4).. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient discovered minicaps with inadequate iodine on the sponge. The patient stated that the sponge inside the minicap appeared to be dry and had less iodine on it than the patient was used to. This event occurred before use. There were no other issues found with the product or packaging. There was no patient involvement. No additional information is available.